Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping and slda per the physician is related to patient conditions (integrity of the posterior leaflet). Image resolution poor was related to patient and procedural conditions as imaging was reported to be challenging due to a previously implanted mitraclip. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted imaging was challenging due to a previously implanted mitraclip. The implanted was noted to be stable and in the physician opinion, the recurrent mr is due to a progression of disease. An xtw clip was inserted and grasping was performed. It was noted the posterior leaflet was difficult to grasp. Although grasping was difficult, the clip was able to be deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted and the procedure was discontinued. Mr reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.